Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 1050046. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported when using the bd intima-ii¿ closed IV catheter system, the device experienced the tubing clamp being loose the following information was provided by the initial reporter. The customer stated: on (B)(6) 2021, the patients in bed 6 of ward 1 were given intravenous infusion according to the doctor's advice. After the infusion, the tube was irrigated and sealed, and the indwelling needle clips were clamped. Obvious blood appeared at the extension tube of the y joint of the indwelling needle, which still appeared after the flushing and sealing tube was continued to clamp. In order to avoid thrombosis caused by tube blockage, the indwelling needle was removed and indwelled again.